Manufacturer narrative:
(B)(4). (B)(6). (B)(4). The clinically applied product was not returned to us for evaluation; therefore, we are unable to identify the specific cause for the problem reported. Records from each manufacturing lot are thoroughly reviewed to ensure that our products are released meeting all current specifications. Although a specific root cause analysis could not be performed, the incident is maintained in our database for a broader trend analysis. If additional information is obtained, or the sample is returned, we will re-open this investigation. (B)(4).

Event description:
According to the reporter, during a bowel resection, the surgeon fired the device and the handle broke off 2 inch from purstring head. There was unanticipated tissue loss, the surgeon had to resect 1 inch of bowel to remove the device. No reinforcement material used. Patient current status: recovered. The device will not be returned for evaluation, it was discarded by the customer.